Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)/ miscarriage"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/ miscarriage") and genital haemorrhage ("heavy bleeding") in an adult female patient (gravida 9, para 1) who had essure (ess205) (batch no. 624474, 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 1. Concurrent conditions included obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headache/ migraines"), dizziness ("dizzy spells"), weight increased ("weight gain"), depression ("depression"), adverse event ("many other problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems") and eye disorder ("vision/eye problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, migraine, dizziness, weight increased, depression, adverse event, vaginal haemorrhage, menorrhagia, headache, tooth disorder, visual impairment and eye disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for adverse event, depression, dizziness, genital haemorrhage, migraine and weight increased with essure (ess205). The reporter considered abortion spontaneous, eye disorder, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number and removal date (B)(6) 2014 was added. Essure start date updated from (B)(6) 2006 to (B)(6) 2007. Event migraines was clubbed with previously reported event. Events pelvic pain, vaginal haemorrhage, menorrhagia, abortion spontaneous, pregnancy with contraceptive device, headache, tooth disorder, visual impairment, device ineffective were newly added. Essure legal manufacture has changed from (B)(4) to (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)/ miscarriage"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/ miscarriage"), genital haemorrhage ("heavy bleeding"), depression ("depression"), uterine haemorrhage ("damage so severe to her uterus that she bled like a river for over three long years"), vulval cancer stage iii ("stage 3 cancer tumor to grow in side my vulvar area"), menometrorrhagia ("persistent menometrorrhagia") and suicidal ideation ("suicidal thoughts") in a 43-year-old female patient (gravida 9, para 1) who had essure (ess205) (batch no. 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1, caesarean section, hepatitis c, malignant neoplasm of uvula, hyperkeratosis in 2007 and hepatitis c. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced depression (seriousness criterion medically significant) with mental impairment, vision blurred ("blurry vision"), vulval cancer stage iii (seriousness criterion medically significant), pallor ("skin was grey and dry as sand"), dry skin ("skin was grey and dry as sand"), anxiety ("anxiety"), menorrhagia ("heavier periods - blood clots / abnormal bleeding (menorrhagia)"), abdominal pain ("sharp pains in my abdomen"), alopecia ("severe hair loss"), memory impairment ("forgetfulness"), anaemia ("anemia") and hypertension ("high blood pressure"). In 2011, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headache/ migraines"), dizziness ("dizzy spells"), weight increased ("weight gain"), adverse event ("many other problems"), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal spotting"), headache ("headaches"), tooth disorder ("dental problems"), eye disorder ("vision/eye problems"), chest pain ("chest pain"), menometrorrhagia (seriousness criteria medically significant and intervention required), pruritus ("constant itchy feeling"), mental disorder ("psychological / psychiatric problems"), rash ("rashes"), nausea ("nausea"), fatigue ("fatigue") and suicidal ideation (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (dilatation and curettage). Essure (ess205) was removed on (B)(6) 2014. In (B)(6) 2013, the vulval cancer stage iii had resolved. In (B)(6) 2014, the depression, vision blurred, pallor, dry skin, anxiety, menorrhagia, abdominal pain, alopecia, memory impairment, anaemia and hypertension had resolved. At the time of the report, the pelvic pain, weight increased, vaginal haemorrhage, headache, tooth disorder, uterine haemorrhage, chest pain, menometrorrhagia, pruritus, nausea, fatigue and suicidal ideation had resolved, the abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, dizziness, adverse event, eye disorder and mental disorder outcome was unknown and the migraine had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for adverse event, depression, dizziness, genital haemorrhage, migraine and weight increased with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, alopecia, anaemia, anxiety, chest pain, dry skin, eye disorder, fatigue, headache, hypertension, memory impairment, menometrorrhagia, menorrhagia, mental disorder, nausea, pallor, pelvic pain, pregnancy with contraceptive device, pruritus, rash, suicidal ideation, tooth disorder, uterine haemorrhage, vaginal haemorrhage, vision blurred and vulval cancer stage iii to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Fev-2006 - hysterosalpingogram: tubes blocked. Unspecified date - ultrasound: uterus enlarged 4 cm. (B)(6) 2007, exam: hysterosalpingogram- the patient is status post essure procedure. Two radiopaque wires are identified on the right and left side of the uterus in the region of the fallopian tubes. Contrast is seen within the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : event added as : suicidal thoughts. Event outcome updated from unknown to recovered for events :- constant itchy feeling like something crawling on me,severe depression, rashes or skin conditions type, nausea, blurry, chest pain, persistent menometrorrhagia, vaginal spotting. Outcome of the event "migraine" was updated from unknown to not recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)/ miscarriage"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/ miscarriage"), genital haemorrhage ("heavy bleeding"), uterine haemorrhage ("damage so severe to her uterus that she bled like a river for over three long years") and vulval cancer stage iii ("stage 3 cancer tumor to grow in side my vulvar area") in a 43-year-old female patient (gravida 9, para 1) who had essure (ess205) (batch no. 624474, 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1 and caesarean section. Concurrent conditions included obesity. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced depression ("depression") with mental impairment, vision blurred ("blurry vision"), vulval cancer stage iii (seriousness criterion medically significant), skin discolouration ("skin was grey and dry as sand"), dry skin ("skin was grey and dry as sand"), anxiety ("anxiety"), the first episode of menorrhagia ("heavier periods - blood clots"), abdominal pain ("sharp pains in my abdomen"), alopecia ("severe hair loss"), memory impairment ("forgetfulness"), anaemia ("anemia") and hypertension ("high blood pressure"). In 2011, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headache/ migraines"), dizziness ("dizzy spells"), weight increased ("weight gain"), adverse event ("many other problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), tooth disorder ("dental problems") and eye disorder ("vision/eye problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. In (B)(6) 2013, the vulval cancer stage iii had resolved. In (B)(6) 2014, the depression, vision blurred, skin discolouration, dry skin, anxiety, abdominal pain, alopecia, memory impairment, anaemia and hypertension had resolved. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, migraine, dizziness, weight increased, adverse event, vaginal haemorrhage, the last episode of menorrhagia, headache, tooth disorder and eye disorder outcome was unknown and the uterine haemorrhage had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for adverse event, depression, dizziness, genital haemorrhage, migraine and weight increased with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, alopecia, anaemia, anxiety, dry skin, eye disorder, headache, hypertension, memory impairment, pelvic pain, pregnancy with contraceptive device, skin discolouration, tooth disorder, uterine haemorrhage, vaginal haemorrhage, vision blurred, vulval cancer stage iii, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: there is a discrepancy between essure insertion date: (B)(6) 2005 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion . Fev-2006 - hysterosalpingogram: tubes blocked. Unspecified date - ultrasound: uterus enlarged 4 cm. Most recent follow-up information incorporated above includes: on 14-may-2018: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporters added; patient's relevant history; new events were added: damage so severe to her uterus that she bled like a river for over three long years, stage 3 cancer tumor to grow in side my vulvar area, skin was grey and dry as sand, anxiety, I could not think, heavier periods - blood clots, sharp pains in my abdomen, severe hair loss, forgetfulness, anemia and high blood pressure; the previous event " vision/eye problems" was updated to "blurry vision"; device insertion date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)/ miscarriage"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/ miscarriage"), genital haemorrhage ("heavy bleeding"), depression ("depression"), uterine haemorrhage ("damage so severe to her uterus that she bled like a river for over three long years"), vulval cancer stage iii ("stage 3 cancer tumor to grow in side my vulvar area") and menometrorrhagia ("persistent menomethrorrhagia") in a 43-year-old female patient (gravida 9, para 1) who had essure (ess205) (batch no. 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1, caesarean section, hepatitis c, malignant neoplasm of uvula, hyperkeratosis in 2007 and hepatitis c. Concurrent conditions included obesity. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced depression (seriousness criterion medically significant) with mental impairment, vision blurred ("blurry vision"), vulval cancer stage iii (seriousness criterion medically significant), pallor ("skin was grey and dry as sand"), dry skin ("skin was grey and dry as sand"), anxiety ("anxiety"), the first episode of menorrhagia ("heavier periods - blood clots "), abdominal pain ("sharp pains in my abdomen"), alopecia ("severe hair loss"), memory impairment ("forgetfulness"), anaemia ("anemia") and hypertension ("high blood pressure"). In 2011, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headache/ migraines"), dizziness ("dizzy spells"), the first episode of weight increased ("weight gain"), adverse event ("many other problems"), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal spotting"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), tooth disorder ("dental problems"), eye disorder ("vision/eye problems"), chest pain ("chest pain"), menometrorrhagia (seriousness criteria medically significant and intervention required), pruritus ("constant itchy feeling"), mental disorder ("psycological / psychiatric problems"), rash ("rashes"), nausea ("nausea"), fatigue ("fatigue") and the second episode of weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (dilatation and curettage ). Essure (ess205) was removed on (B)(6) 2014. In (B)(6) 2013, the vulval cancer stage iii had resolved. In (B)(6) 2014, the depression, vision blurred, pallor, dry skin, anxiety, abdominal pain, alopecia, memory impairment, anaemia and hypertension had resolved. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, migraine, dizziness, adverse event, vaginal haemorrhage, the last episode of menorrhagia, headache, tooth disorder, eye disorder, chest pain, menometrorrhagia, pruritus, mental disorder, nausea, fatigue and the last episode of weight increased outcome was unknown and the uterine haemorrhage had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for adverse event, depression, dizziness, genital haemorrhage, migraine and the first episode of weight increased with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, alopecia, anaemia, anxiety, chest pain, dry skin, eye disorder, fatigue, headache, hypertension, memory impairment, menometrorrhagia, mental disorder, nausea, pallor, pelvic pain, pregnancy with contraceptive device, pruritus, rash, tooth disorder, uterine haemorrhage, vaginal haemorrhage, vision blurred, vulval cancer stage iii, the first episode of menorrhagia, the second episode of menorrhagia and the second episode of weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. (B)(6) 2006 - hysterosalpingogram: tubes blocked. Unspecified date - ultrasound: uterus enlarged 4 cm. (B)(6) 2007, exam: hysterosalpingogram- the patient is status post essure procedure. Two radiopaque wires are identified on the right and left side of the uterus in the region of the fallopian tubes. Contrast is seen within the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)/ miscarriage"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/ miscarriage"), genital haemorrhage ("heavy bleeding"), uterine haemorrhage ("damage so severe to her uterus that she bled like a river for over three long years"), vulval cancer stage iii ("stage 3 cancer tumor to grow in side my vulvar area") and menometrorrhagia ("persistent menomethrorrhagia") in a 43-year-old female patient (gravida 9, para 1) who had essure (ess205) (batch no. 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1, caesarean section, hepatitis c, malignant neoplasm of uvula, hyperkeratosis in 2007 and hepatitis c. Concurrent conditions included obesity. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced depression ("depression") with thinking abnormal, vision blurred ("blurry vision"), vulval cancer stage iii (seriousness criterion medically significant), pallor ("skin was grey and dry as sand"), dry skin ("skin was grey and dry as sand"), anxiety ("anxiety"), the first episode of menorrhagia ("heavier periods - blood clots "), abdominal pain ("sharp pains in my abdomen"), alopecia ("severe hair loss"), memory impairment ("forgetfulness"), anaemia ("anemia") and hypertension ("high blood pressure"). In 2011, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headache/ migraines"), dizziness ("dizzy spells"), the first episode of weight increased ("weight gain"), adverse event ("many other problems"), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal spotting"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), tooth disorder ("dental problems"), eye disorder ("vision/eye problems"), chest pain ("chest pain"), menometrorrhagia (seriousness criteria medically significant and intervention required), pruritus ("constant itchy feeling"), mental disorder ("psychological / psychiatric problems"), rash ("rashes"), nausea ("nausea"), fatigue ("fatigue") and the second episode of weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (dilatation and curettage ). Essure (ess205) was removed on (B)(6) 2014. In (B)(6) 2013, the vulval cancer stage iii had resolved. In (B)(6) 2014, the depression, vision blurred, pallor, dry skin, anxiety, abdominal pain, alopecia, memory impairment, anaemia and hypertension had resolved. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, migraine, dizziness, adverse event, vaginal haemorrhage, the last episode of menorrhagia, headache, tooth disorder, eye disorder, chest pain, menometrorrhagia, pruritus, mental disorder, nausea, fatigue and the last episode of weight increased outcome was unknown and the uterine haemorrhage had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for adverse event, depression, dizziness, genital haemorrhage, migraine and the first episode of weight increased with essure (ess205). The reporter considered abdominal pain, abortion spontaneous, alopecia, anaemia, anxiety, chest pain, dry skin, eye disorder, fatigue, headache, hypertension, memory impairment, menometrorrhagia, mental disorder, nausea, pallor, pelvic pain, pregnancy with contraceptive device, pruritus, rash, tooth disorder, uterine haemorrhage, vaginal haemorrhage, vision blurred, vulval cancer stage iii, the first episode of menorrhagia, the second episode of menorrhagia and the second episode of weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2007: total bilateral occlusion (B)(6) 2006: hysterosalpingogram: tubes blocked unspecified date - ultrasound: uterus enlarged 4 cm (B)(6) 2007, exam: hysterosalpingogram- the patient is status post essure procedure. Two radiopaque wires are identified on the right and left side of the uterus in the region of the fallopian tubes. Contrast is seen within the uterus. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs: the following events were added: chest pain, persistent menomethrorrhagia, psychological / psychiatric problems, rashes, dental problems and fatigue. Ethnicity added .mr: medical history, lab data. The consumer underwent a dilatation and curettage due to persistent menomethrorrhagia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), depression ('depression'), uterine haemorrhage ('damage so severe to her uterus that she bled like a river for over three long years'), vulval cancer stage iii ('stage 3 cancer tumor to grow in side my vulvar area') and menometrorrhagia ('persistent menometrorrhagia') in a 43-year-old female patient who had essure (ess205) (batch no. 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hyperkeratosis in 2007, multigravida, parity 1, caesarean section, hepatitis c, malignant neoplasm of uvula and hepatitis c. Fev-2006 - hysterosalpingogram: tubes blocked unspecified date - ultrasound: uterus enlarged 4 cm (B)(6) 2007, exam: hysterosalpingogram- the patient is status post essure procedure. Two radiopaque wires are identified on the right and left side of the uterus in the region of the fallopian tubes. Contrast is seen within the uterus. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced depression (seriousness criterion medically significant) with mental impairment, vision blurred ("blurry vision"), pallor ("skin was grey and dry as sand"), dry skin ("skin was grey and dry as sand"), anxiety ("anxiety"), menorrhagia ("heavier periods - blood clots / abnormal bleeding (menorrhagia)"), abdominal pain ("sharp pains in my abdomen"), alopecia ("severe hair loss"), memory impairment ("forgetfulness"), anaemia ("anemia") and hypertension ("high blood pressure") and was found to have vulval cancer stage iii (seriousness criterion medically significant). In 2011, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy (stillbirth or miscarriage)/ miscarriage"), genital haemorrhage ("heavy bleeding"), migraine ("migraine headache/ migraines"), dizziness ("dizzy spells"), adverse event ("many other problems"), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal spotting"), headache ("headaches"), tooth disorder ("dental problems"), eye disorder ("vision/eye problems"), chest pain ("chest pain"), menometrorrhagia (seriousness criteria medically significant and intervention required), pruritus ("constant itchy feeling"), mental disorder ("psychological / psychiatric problems"), rash ("rashes"), nausea ("nausea"), fatigue ("fatigue"), suicidal ideation ("suicidal thoughts") and abdominal pain lower ("cramp"), was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/ miscarriage") and was found to have weight increased ("weight gain"), neoplasm malignant ("cancer") and vulval neoplasm ("tumor from my vulvar area"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and dilatation and curettage). Essure (ess205) was removed on (B)(6) 2014. In (B)(6) 2013, the vulval cancer stage iii had resolved. In (B)(6) 2014, the depression, vision blurred, pallor, dry skin, anxiety, menorrhagia, abdominal pain, alopecia, memory impairment, anaemia and hypertension had resolved. At the time of the report, the pelvic pain, weight increased, vaginal haemorrhage, headache, tooth disorder, uterine haemorrhage, chest pain, menometrorrhagia, pruritus, nausea, fatigue and suicidal ideation had resolved, the abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, dizziness, adverse event, eye disorder, mental disorder, abdominal pain lower, neoplasm malignant and vulval neoplasm outcome was unknown and the migraine had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for adverse event, depression, dizziness, genital haemorrhage, migraine and weight increased with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anaemia, anxiety, chest pain, dry skin, eye disorder, fatigue, headache, hypertension, memory impairment, menometrorrhagia, menorrhagia, mental disorder, nausea, neoplasm malignant, pallor, pelvic pain, pregnancy with contraceptive device, pruritus, rash, suicidal ideation, tooth disorder, uterine haemorrhage, vaginal haemorrhage, vision blurred, vulval cancer stage iii and vulval neoplasm to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events cramp, cancer, tumor from my vulvar area was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.